Manufacturer narrative:
(B)(4). The DHR for lot 8256 was reviewed. No ncs, reworks, or defects related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 08/14/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: device type: clasp, pre-implant information: barium swallow, ph, egd. Results: egd/bravo 4/2/15- scores day 1-14.6/day 2-16.7, veg (B)(6) 2015- mild longitudinal thickening distal esophageal folds w/o hiatal hernia, reflux or other visualized. Cxr (B)(6) 2015- mild aortic tortuosity/ectasia, negative acute. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? No. Was mesh used at the time of implant? No. Reason for removal of the linx device? Ongoing gerd symptoms. Please describe any additional diagnostic testing or intervention performed prior to removal, including the date - egd/bravo: (B)(6) 2018 (with dr. (B)(6)) veg/cxr: (B)(6) 2018 was the device found in the correct position/geometry at the time of removal? Yes. Was a replacement linx device used? No.

Event description:
It was reported that the patient had a linx implant on (B)(6) 2015 for issues regarding gerd. Due to ongoing gerd issues, the patient decided to have the linx device explanted on (B)(6) 2019. No notable observations were noted. The patient was converted to a nissen fundoplication and the patient is doing well.